Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Bubbles: no observed bubbles in the device. Crease/folding of implant: observed crease in the device. Additional observations: crease fold observed in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported a "right side capsular contracture, baker grade ii," "pain, (and) bubbles." Healthcare professional later reported "a right side exchange with no complaint against the device" and then "baker grade iii capsule," "pain," and "folds on implant". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a "right side capsular contracture, baker grade ii," "pain, (and) bubbles." Healthcare professional later reported "a right side exchange with no complaint against the device" and then "baker grade iii capsule," "pain," and "folds on implant". Device has been explanted and replaced.